Manufacturer narrative:
Date rec'd by MFR: 23aug2019. The manufacturer's service technician confirmed the customer's allegation of touchscreen failure. The manufacturer's service technician replaced the touchscreen to address this issue. This touch screen failed due to multiple resistance failures which were found out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touch screen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.